Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic sigmoid colectomy, the doctor fired the stapler, performed the leak test, the anastomosis leaked and bubbled. The doctor over sewed the area, performed an air test, and the anastomosis leaked in a different location, posterior, at a 6 to 8 o'clock position along the colon. The doctor noted there were unformed staples floating around in the fluid used in the leak test. The doctor has to fire another linear staple line, distal to the first, and used a competitor's stapler to create the anastomosis. The new anastomosis passed the leak test. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dt5g. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.